Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was down, and no users were able to log in to pyxis. It was determined that the customer needed to upgrade the e drive storage space to resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the e drive was full due to accumulated files. A technical support specialist (tss) dialed into the server but was initially unable to log in. Tss found that the e drive was full due to accumulated files and identified that the backup jobs were not running properly. Tss deleted outdated backup files, freed up disk space, successfully and reran the required backup jobs. The customer's hospital information technology (hit) team subsequently expanded the e: drive to 250 gb and increased the additional memory to 24 gb. The customer confirmed that the system was functioning properly, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.